Event description:
The user facility reported that the subject colonovideoscope was used in a colonoscopy in which the pt reportedly sustained a perforation in the colon. The pt was transported to another facility for surgical correction. The pt is reportedly doing fine following the procedure.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that the device was being used in a screening colonoscopy. The perforation was observed at an unspecified area of the colon shortly after starting the procedure, and upon discovery, the colonoscope was immediately removed from the pt. The procedure was not completed. The user facility also reported to have performed a visual and mechanical inspection of the device and did not observe any indications of damage that could create poor clinical outcomes. The device was returned to olympus for evaluation, the evaluation noted the presence of small dents and scratches on the distal end cover, insertion tube, objective lens, light guide tube, and minor cracks in the glue bonds on the bending section cover. The objective lens had small chips around the edge. The nicks and scratches were carefully inspected, and determined not to be sharp. The device was serviced. The exact cause of the pt's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution. This is report two of two, please see also MFR#8010047-2010-00210 for a related report.